Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n309 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n309 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. The customer provided photographs for investigation. The complaint kit was not returned. Review of the customer provided photographs confirmed that the recirculation pump loop/black stripe tubing is no longer attached/bonded to the port of the t-connector. The tubing leak indicates the solvent bond joint was insufficient; however, this could not be verified based on the photographs provided. The device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. The root cause of the tubing leak could not be determined based on the available information. As a precaution, retraining was completed at the manufacturing facility with all bonding operators. No further action is required at this time. This investigation is now complete. (B)(4). N.s. (B)(6) 2024.

Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit("kit") during an extracorporeal photopheresis (ecp) treatment. The leak occurred at the recirculation pump tubing after 1622ml of whole blood was processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The kit was not available for return. The customer returned photographs for investigation.